Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, the physician noticed that when the suture sleeve was sutured, too much pressure was placed on the lead. During testing, the lead exhibited high impedance in the bipolar configuration. The device was reprogrammed to unipolar and normal lead impedance was observed. The lead remained implanted. The patient was fine post procedure and discharged from the hospital.